Event description:
It was reported that the customer received a no delivery alarm that was resolved with a complete set change. The customer had already discarded the occluded sets. Her blood glucose was not known. She stated her blood glucose was high, due to no delivery alarms, and she performed bolus deliveries. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.